Event description:
The manufacturer's representative reported that the pump was explanted due to infection. The date of onset/diagnosis was 2005. The patient does not have meningitis. The patient experienced redness, swelling, drainage and incisional wound opening. The primary source of the infection was the device pocket. A culture of the pocket was obtained and the results are unknown. Intravenous and oral antibiotics were prescribed and the total device system was explanted. The patient was receiving morphine via the drug pump. The infection resolved. The patient was provided oral medication; no drug withdrawal was experienced. It was noted that the pump was implanted after the "use before date".